Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H10: additional related report #3012307300-2025-01023. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump had a problem with air detection alarms in the tube when programming the pump in total parenteral nutrition (tpn) mode. The alarm was triggered when there was no air in the tube. Therefore, the problem did not occur every day, but rather periodically. The reported problem occurred during use on the patient, at a distance from the beginning of the infusion, on average, 6 hours to 8 hours from the beginning of the infusion. The incident does not have clinical consequences for the patient, but it was uncomfortable for the patient because of the alarms and for the care team that moves. There was patient involvement, and no other signs or symptoms experienced.